Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the surgeon noted an ocular inflammatory response in a patient's eye one day postoperatively. The surgeon increased the antibiotics and the inflammation resolved within a couple of days. The nurse feels that the handpieces and tips are not being flushed and cleaned adequately. Additional information has been requested.